Event description:
It was reported that the patient expired due to an abdominal aortic rupture. The investigator assessed the event as not device or procedure related.

Event description:
Additional information was received. It was reported that the patient expired. The cause of death is unknown. An autopsy or death report is not available. Additional information is not available.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.4 cm fusiform aneurysm was reported with an infra-renal angle of 0 degrees. Proximal aorta was 22-25 mm in diameter and 10.4 mm in length. Distal aorta was 27 mm in diameter. Right iliac artery was 9.4-11.6-12 mm in diameter and the left iliac artery was 12-14-9.6 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right and left iliac arteries were mildly tortuous with 50% stenosis. The circumferential aorta had 25% mural thrombus/calcification. The proximal end of the graft was placed such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A reliant balloon was used. During the final angio, a type ii endoleak was observed and left uncorrected. Additionally, a type ia was observed and corrected by ballooning. A type 1b was also observed and corrected with an extension. Type ii endoleak was noticed at follow-up exam. Aortogram demonstrated that the type 2 endoleak was arising from the lumbar artery deb by left iia. Patient requires intervention to resolve the type ii endoleak. Coil embolization has been recommended, however the patient would prefer and open operation to oversew the endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that there was evidence of unintentional stent graft twisting of the left contralateral limb when it was extended at index.

Manufacturer narrative:
(B)(4): evaluation, results: (cause is unknown). Evaluation, conclusion: (cause is unknown).

Manufacturer narrative:
Results: endoleak, anatomy related; type 2 endoleak. Conclusion: anatomy related; type 2 endoleak.